Event description:
It was reported that pump malfunction alarm occurred without any notable events before the issue. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and caller acknowledged and understood these directions.